Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. Manufacturing review: a manufacturing review could not be performed as the lot number is unknown. The device has not been returned for evaluation to date. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) state: indication for use: the flair endovascular stent graft is indicated for use in the treatment at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts. Warnings: the stent graft (implant) cannot be repositioned after total or partial deployment. Once partially or fully deployed, the flair endovascular stent graft cannot be retracted or remounted onto the delivery system. Device removal after deployment can only be done with a surgical approach. Additionally, precautions and specific directions for use of the flair endovascular stent graft are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during deployment the outer catheter allegedly broke; however, the stent was deployed successfully. There was no patient injury reported.